Event description:
During plateletphersis the donor experienced nausea, warmth, spasms in hands and feet, difficulty speaking and slurred speech. Tetany occurred 92 minutes into the procedure. The donor was given tums. 911 was called and paramedics administered oxygen. Donor was not taken to another facility for treatment. Donor was ok when they left. The donor was called and was feeling fine the next day. Donor to return to whole blood donation. The center indicated this was a moderate citrate reaction. Procedural information: no alarms during set up or prime. Total wb processed: 4261, total acd infused: 499, total volume of product collected: 471, citrate infusion rate: 1.5 ml/min, acd ratio: 9:1, procedure time: start 1315, end 1445, no issues with venipuncture. Platelet product was achieved.